Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact the following information was provided by the initial reporter: "it was reported that during fx pm both drawer a\b had multiple possible false positives."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact the following information was provided by the initial reporter: "it was reported that during fx pm both drawer a\b had multiple possible false positives."

Manufacturer narrative:
H.6 investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered the that the false positives are caused due to worn blower coupling. The fse replaced the rack (#pn 441452 - kit blower coupling bfx spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples in the form of log files were reviewed by the fse to determine that the temperature was fluctuating in the affect drawers. The root cause was worn blower couplings. CAPA (corrective and preventive action) 2660061 was recently implemented in relation to this failure mode. Bd quality will continue to closely monitor for trends associated with this failure. Complaint history for ¿results¿ was reviewed for the month of december 2021. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.0a, 1.1a, 1.2a and 1.6a.